Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this event is related to the battery's cable and it can be verified visually. Analysis revealed that the device passed visual examination and functional testing, the battery was connected to a system with a test controller, a backup test battery and a test motor fixture. Multiple attempts to replicate the reported event were made and the battery performed as intended. The battery was internally inspected and no anomalies were noted, additionally the battery cable was inspected and a tug test was performed resulting in no malfunctions. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a battery with poor mechanical connection.  He stated that the battery states full and when he attaches to the controller and if he moves the cable, there is no battery light on controller. This happens on port 1 and 2 and not with any other battery.  This would not be likely to cause or contribute to death or serious injury.  The redundant power source will continue to supply power to the pump; this failure will result in user annoyance and will not affect the function of the pump. The battery was exchanged from stock, affected battery (B)(4) was issued on 3/7/16 as part of fsca.  There was no reported consequences or impact to the patient.  No additional information provided.